Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to cycle power. System error 2367 alarm occurred. The tsr advised the hp to cycle power again. The tsr advised the hp to start over with all new supplies. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed. The root cause was not identified.